Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had a fall and felt the wires of their device disconnected. Patient has an appointment scheduled with the physician on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked what troubleshooting was performed related to the wires disconnecting as a result of a fall it was reported that it wasn¿t just turned off. The manufacturer representative said it hadn¿t happened that he knew of. The action taken to resolve the issue was that they just turned it on and it was noted that the issue had been resolved. The patient¿s weight at the time of the event was (B)(6) pounds.